Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin squirted out of the reservoir. The pump trainer was assisting the customer with high blood glucose. Possible vent blockage. Customer declined troubleshooting for the high blood glucose. Nothing further reported.